Event description:
End user had inserted the cotton tipped applicator into an open chronic abdominal wound. It broke inside, leaving a 2 inch piece that reportedly had to be surgically removed.

Manufacturer narrative:
End user has a chronic abdominal wound post hernia repair. She routinely would insert a cotton tip applicator into the wound to facilitate active drainage. On one occasion, the applicator apparently broke, leaving a 2 inch piece in the wound. She could not retrieve it. Her physician waited a month, hoping it would work its way out on its own. She subsequently had surgery and the piece was retrieved. There is no sample to evaluate. The packaging clearly states that applicator with wood shafts should not be used in procedures which may require excessive pressure. See attached label copy.